Event description:
Per hospital rn (B)(6), ms3 malfunction sn (B)(4), multiple error message of blockage detected, 1st time it resolved and then 2nd time it would not resolve. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.